Event description:
It was reported that the patient experienced a bacterial infection (cerebral abscess) on (B)(6) 2018. Surgical and drug therapy was performed. The cause of the infection was unknown. The causal relationship with the device was considered low but could not be denied.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 23aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2018 the patient had right heart failure. They were admitted to the hospital on (B)(6) 2018. Peripheral edema was observed. The patient underwent cardiac catheterization. The patient received a transplant on (B)(6) 2019. They were discharged on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion:a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure (rhf) and peripheral edema could not conclusively be established through this evaluation. Furthermore, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until (B)(6) 2019, when the patient was transplanted (MFR#2916596-2020-02683).the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2012.review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications.the heartmate ii left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this IFU lists right heart failure and infection (local, driveline or pump pocket infection) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6 (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Lastly, care instructions in reference to preventing infection are outlined in various sections of this document, including the section entitled "patient care and management - controlling infection."the heartmate ii lvas patient handbook is also currently available. This handbook contains information on preventing infection.no further information was provided. The manufacturer is closing the file on this event.